Manufacturer narrative:
Complaint conclusion: as reported, the sealant protection sleeve of a 5f mynx control vascular closure device (vcd) was found to be split, preventing insertion into the sheath. Hemostasis was achieved using another mynx device. There were no reports of patient injury. The device was used during a percutaneous transluminal angioplasty (pta) procedure where the physician attempted to use mynx control to establish hemostasis. No damages were found on the device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The procedure used a retrograde approach. The deployer was mynx certified. The femoral artery's suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The user was trained in the use of the device. A non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were not depressed. The stopcock was found in the closed position with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position, completely exposed. Regarding the sealant sleeves, a frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis to measure the slit length of the sealant sleeves could not be executed due to the condition of the sealant sleeves, which impeded accurate measurement. Additionally, due to the observed ¿mynx control system - deployment difficulty - premature,¿ the catheter working length was verified and found to be within the defined specification. The dimension was obtained using a calibrated ruler. The functional test to evaluate the insertion and withdrawal into a csi could not be performed due to the condition of the sealant sleeves, which impeded insertion into the csi. Additionally, due to the observed ¿mynx control system - deployment difficulty - premature,¿ a simulated deployment test was performed to evaluate functionality. The unit worked as intended, deploying the sealant and retracting the balloon properly when button 1 and button 2 were depressed. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was observed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant protection sleeve of a 5f mynx control vascular closure device (vcd) was found to be split, preventing insertion into the sheath. Hemostasis was achieved using another mynx device. There were no reports of patient injury. The device was used during a percutaneous transluminal angioplasty (pta) procedure where the physician attempted to use mynx control to establish hemostasis. No damages were found on the device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The procedure used a retrograde approach. The deployer was mynx certified. The femoral artery's suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The user was trained in the use of the device. The device will be returned for evaluation. Addendum: per pe findings, the sealant was present in manufacturing position, completely exposed.